Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending artery. A 2.75 x 20mm synergy drug-eluting stent (des) was advanced for treatment. However, it was noted that the shaft of the stent broke. The device was removed, and another 2.75x16mm synergy des was deployed to cover the lesion. There were no patient complications reported.